Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) after fainting. The patient reported an ER clinician provided fainting may have been due to crt-d function. Additional information from the field representative provided the patient was seen in clinic. It was discovered the patient was not dependent. In addition, no episodes had been stored. No reprogramming was completed at this time. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) after fainting. The patient reported an ER clinician provided fainting may have been due to crt-d function. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.